Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead could not be removed from the device header. The physician tried multiple times with multiple wrenches but one of the setscrews could not be removed. The lead was damaged during removal. No adverse patient effects were reported.